Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the closed loop system cannot be run in auto mode when the customer had gastroparesis and when it should even if it alarms more often. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump was not capable of detecting the rises and can not accommodate. The insulin pump will not be returned for analysis.